Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, rewind test and displacement test. However, there was a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The dat, occlusion test, prime/a33 test and excessive no delivery test were unable to be performed due to the motor error alarm. The insulin pump was received without the original battery. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot, missing end cap sticker and minor scratched lcd window. Data analysis: there is no data listed due to pump received without battery installed.

Event description:
It was reported that the customer passed away. No further details were provided. Please see section for analysis results.